Event description:
It was reported that this right ventricular (rv) lead had exhibited high pacing threshold. Subsequently, this lead was explanted. A new lead with the same model was implanted. No additional adverse patient effects were reported.